Event description:
It was reported that the pump declared an altitude alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resumed insulin with the current cartridge, and despite receiving tips to prevent altitude alarms from technical support, they chose not to continue the discussion, leading to the closure of the case.